Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.1.

Event description:
Additional information: the event has resolved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported an adverse event after injection of juvéderm® voluma¿ with lidocaine [which was injected into the nasolabial folds, cheeks and marionette lines] described as ¿ischemic disorder", ¿paranasal skin bleaching + livedo¿. Treatment: hyaluronidase 1ml followed by a further 2ml the following day. Symptoms ongoing.